Event description:
A customer contacted beckman coulter (bec) to report fluid leaking from a cvl87/127 on the coulter lh 750 hematology instrument which was not contained within the instrument. The customer was unable to find any loose tubing. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. No one was splashed, sprayed or injured. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) is available for review. There is an exposure control plan at the facility. Patient results were not affected. There was no death, injury or affect to patient treatment. (Cvl87/127) is associated with retic sample segment valve.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and found a pinhole leak (containing isoton) in an aspirate tubing line going to cvl87/127, and replaced the tubing. The cvl87/127 is associated with the retic sample segment valve return which may contain diluent, blood, and controls during operation and cleaner during shutdown. It isolates blood for the initial (stained) retic dilution, and routes the blood sample to the stain chamber (vc24). The cause of this event is a pinhole leak in the aspirate tubing line. (B)(4).